Event description:
It was reported that fiber tip broke off when introduced to the working channel. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that light was exiting through a kink on the fiber body, confirming the reported event. The metal cap was also missing. The fiber connector had no defects on the face. It is likely, that the fiber may have encounter resistance and manipulation when entering the scope, this resistance likely led to the fiber cap break and fiber kink observed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that fiber tip broke off when introduced to the working channel. The procedure was completed with another device. There were no patient complications.